Event description:
It was reported while using the cool path duo ablation catheter to create geometry during a ventricular tachycardia ablation procedure, the irrigation tubing broken from the handle of the catheter. The catheter was replaced and the procedure continued with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.